Event description:
It was reported that the catheter was placed in 2005 and the pt was released from the hosp with the stimucath in place. Three days later it was reported that the pt cut the catheter two days earlier. The pt returned to the hosp on the next day for a scheduled surgery to remove the remaining catheter. The pt complained about a "tingling" sensation down the arm. The pt was transferred to hosp. The remaining piece of catheter was removed by an ent specialist.